Event description:
Pseudosepsis [arthritis]. Case description: spontaneous report received on 09/08/09 from a physician's assistant regarding a female patient of unknown age, initials, and relevant medical history. The patient received her first injection of synvisc lot number p0907 into an unknown joint on (B)(6) 2009. Twelve to twenty-four hours after receiving the synvisc injection, she developed pain and swelling in the right knee. One day after the injection, she was unable to walk. The symptoms were getting better on (B)(6) 2009, and the patient was seen in the office (B)(6) 2009. She has less pain and no erythema, but swelling and effusion were present. Thirty five cubic centimeters (35cc) of synovial fluid was aspirated and sent to the lab for c&c (culture), cell count, and crystals. The physician diagnosed the symptoms as pseudosepsis and treated the patient with injection of xylocaine and 40mg depo-medrol. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. The qa (quality assurance) investigation results were received on 09/10/09. The production and quality control documentation for lot number p0907, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. (B)(6). Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number p0907, expiry date 11/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.